Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during a permanent implant procedure, the physician experienced resistance in the epidural space while advancing a lead. During the procedure the patient experienced left foot pain, which did not resolve. There were no abnormalities observed through the x-rays and neuromonitoring; however, the physician decided to abort the case and leads were explanted. The patient was discharged and there were no reports of further complications. The physician plans to reimplant the patient with a paddle lead once they have fully recovered.